Event description:
The event is reported as: alleged issue: the doctor said the needle broke off at the tip of the needle where the suture is loaded on to the needle. The needle was retrieved from the abdominal wall at the port site. No reported patient injury. Current patient's condition is fine.

Manufacturer narrative:
Device sample not returned to manufacturer at time of this report. Investigation is incomplete at time of this report.